Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 7099293, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 7107143, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4318, batch/lot number: 37067916, model/catalog description: clik x anchor sterile kit, unique identifier (UDI)#: (B)(4). Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason. The explanted devices were disposed of by the facility. No further information has been obtained.